Event description:
Complaint description: a hosp nurse reported that the #1 switch on a video laparoscope became stuck during a laparoscopic procedure. The nurse stated that this occurred approximately three hours into the procedure. When "white balance ok" appeared on the screen, the picture automatically balanced itself. Then, the picture turned greenish in color. "White balance ok" proceeded to disappear and subsequently reappear after a few minutes. The scope continued to white balance the image automatically inside the pt. The nurse mgr reported that the physician was able to continue the procedure with the same scope. However, the picture continued to be darker and more greenish in color than intended. There were no injuries related to the occurrence.